Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 33 mg/dl compared with the sensor glucose reading of 70 mg/dl. The customer reported a sensor error alert. The customer's sensor was replaced, however nothing was returned.